Event description:
Reporting status; serious injury/ surgical intervention reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent disldgement. It was reported that the stent dislodged in the coronary when it caught on a previously implanted stent. The stent was snared, and removed from the coronary artery back into the right femoral iliac artery; however, it could not be removed from the patient's femoral iliac artery and the patient was sent to surgery to remove the dislodge stent. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The distal tip of the catheter was jagged and slightly flared. There was a kink in the hypotube and shaft at the distal end of the guide wire exit notch. There were three bends in the hypotube 17 cm, 39 cm and 97 cm distal to the strain relief tubing. There was no other damage noted to the catheter. The protective sheath was not returned. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged and was not returned for analysis. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. It was reported that the stent dislodged after becoming caught on a previously placed stent. It appears that the interaction with the previously placed stent caused the rx vision stent to dislodge. The instruction for use (IFU) does caution that stenting distal to a previously placed stent may cause damage to or dislodgement of the stents. It this case, it appears that the operational context of the device contributed to the reported stent dislodgement. Additionally, during the analysis, it was noted that the tip of the catheter was flared and jagged. This damage to the tip likely occurred during the procedure, possibly from interaction with the lesion and/ or accessory devices. Also, there were kinks and bends in the length of the hypotube. There was no mention of this damage in the incident and likely occurred as a result of handling of the device during packing for shipment back to abbott for evaluation. The damage to the catheter does not appear to be related to the reported issue of stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.